Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+1.5/073 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved so the lens was removed. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).